Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. It was further reported that the right atrial (ra) lead exhibited fracture, no n-capture, high impedance and a polarity switch. It was also reported that the right ventricular (rv) lead exhibited fracture, non-capture and high impedance. The ra lead and rv lead were capped and replaced. No further patient complications have been reported as a result of this event.